Event description:
According to the received information, "dr. Was using the resection scope for a transurethral resection of prostate procedure. About 5 minutes into resecting, the tip of the sheath broke off into the patient's bladder. The surgeon safely removed the tip from the bladder and no injury was noted.".